Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 260.4130 on 8100 unit. Technical support solution/work around summary: how to correct a 260.4130 error. Suggested messaging: is the module giving a 260.4130 error? High level steps/procedure: replace logic board. Return the module to the factory. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6) for the same or related failure mode. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 : no product returned.

Event description:
It was reported that the device received channel error code 260.4130. No patient involvement was noted.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device displayed a channel error code via the power supply safety system. The voltage supplied to the pressure sensor was too high. There was no patient involvement.